Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summaryaccording to the information received, it was reported that during the surgery of arthroscopic fixation of biceps tendon and long head tendon of humerus, when insert the anchor, the anchor was broken off (as the photo shows), removed all the broken parts. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the anchor broke near the distal part, confirming this complaint. The external geometry of the screw was slightly damaged as the threads stripped. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The possible root cause can be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have resulted damage the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the surgery of arthroscopic fixation of biceps tendon and long head tendon of humerus, when insert the anchor, the anchor was broken off (as the photo shows), removed all the broken parts. No additional information could be provided. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Visual observations revealed that the distal part of the anchor was broken. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The photo did not provide enough evidence to determine the root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot that were released to distribution. The possible root cause could be associated with off axis insertion and levering during insertion. Moreover, excessive force on the inserter could have damaged the anchor. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopic biceps tendon and humeral long head tendon fixation procedure on (B)(6) 2021, it was observed that the anchor on the biointfx 6-8mmx30mm tpr scr 2nd device broke upon insertion. All the broken parts were removed and another like device was used to complete the surgery. There were no adverse patient consequences nor surgical delay reported. No additional information could be provided.